Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window. Unable to confirm the broken belt clip due to the pump received without a belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was going to do a bolus at lunch but then there was nothing on the insulin pump. The customer had tried putting a new battery and a new cap but the insulin pump still didn't work. The customer's blood glucose level was 175 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.